Event description:
On (B)(6) 2013, the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately high compared to the patient¿s feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2013, and obtained the following information: the patient tests four times a day and manages his diabetes with humalog (4 units plus sliding scale based on blood glucose reading) and 50 units of lantus in the morning. On the morning of (B)(6) 2013, (prior to eating) the patient reportedly obtained a blood glucose reading of ¿240mg/dl¿ with the subject meter. The patient corrected and clarified he took his usual dose of 4 units and based on the ¿240mg/dl¿ reading he administered an additional 10 units of humalog insulin and subsequently 15 minutes later, the patient indicated he developed low blood glucose symptoms (sweating and seeing spots). At the onset of his symptoms, the patient stated he tested with the subject meter (¿67mg/dl¿) and immediately drank 16 ounces of orange juice soon after. The patient stated he felt ¿completely functional¿ approximately 30 minutes later. The patient did not test his blood glucose again until later that day (result unknown). At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/13/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/4/2013 and 11/5/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.